Event description:
On 4/27/92 an aus device was implanted. On 10/19/92 the balloon was revised. On 6/5/97 the cuff was removed from the patient and replaced due to patient dissatisfaction - experienced stress incontinence which seemed to progress.